Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 130 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of noisy signals were likely caused by the confirmed fracture. Revision to field bsc aware date under report details tab and field g3 bsc aware date. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance anomaly. This ra lead was replaced with different model. No additional adverse patient effects were reported. Additional information received which indicated that this ra lead exhibited noise.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance anomaly. This ra lead was replaced with different model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance anomaly. This ra lead was replaced with different model. No additional adverse patient effects were reported. Additional information received which indicated that this ra lead exhibited noise.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 130 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of noisy signals were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance anomaly. This ra lead was replaced with different model. No additional adverse patient effects were reported. Additional information received which indicated that this ra lead exhibited noise.